Manufacturer narrative:
A4-a6:unk; b3: unk; d4 (experiation date); unk no serial number reported. D6a: unk; h4 (device manufacturing date): no serial number reported. Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). Low vault was observed.

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -10.0/1.0/053 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2016. Low vault was observed. Patient experienced refractive change overtime. The lens remains implanted. The cause of the event is unknown. B7: previous corneal or refractive surgery. Other: previous posterior chamber lens implantation. H6: health impact- clinical code:4581 - refractive change overtime. H6: work order search: no additional similar complaint type events within associated lots were found.